Manufacturer narrative:
The customer returned the inform ii base unit. Through a visual inspection of the device, bent contacts were observed. The charging function of the device was checked with a retention inform ii meter and a retention battery pack. The retention meter was charged using the returned base unit. There was no unusual warming up during the charging process. The device was lukewarm which wouldn't lead to melting. The customer's allegation of melting above the charging contacts of the base unit were actually dents above the charging contacts. This occurs through extensive use by placing meters into the base unit to charge. Over time, the plastic on the base unit wears down and shows these dents. The customer's allegation of a hissing sound was reproduced during the investigation, however this is a known issue that occurs when the meter and base unit have poor contact. Since the base unit's contacts were bent, this was most likely caused by customer mishandling.

Manufacturer narrative:
Unique identifier (UDI)#: na.

Event description:
The customer complained that the accu-chek inform ii meter was not charging when docked in the accu-chek inform ii base unit with serial number (B)(4). During troubleshooting, the customer noticed signs of melting above both charging contacts of the base unit. No smoke was observed, however, personnel stated that when the meters were docked on the base unit, a hissing sound was heard. There were no signs of burning, melting, smoking or flaming on the inform ii meters docked on the base unit or the power supply connected to the base unit. No adverse event occurred. No one was injured. The base unit and power supply were requested for investigation.